Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose level and battery out limit alarm. The customer states their levels have gone as high as 400mg/dl. The customer states they have corrected with bolus. The customer was advised they would be sent out battery cap replacement to address the battery out limit alarm. The customer was advised to monitor the device. No further assistance was needed at this time.